Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2020-12-21. Investigation summary: bd received 1 samples and 4 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for hub/collar separation with the incident lot was observed. Additionally, customer samples were evaluated by visual examination and the indicated failure mode forhub/collar separation with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of hub/collar separation through a corrective and preventive action (CAPA) 1277214.

Event description:
It was reported that prior to use with bd vacutainer® eclipse¿ blood collection needle the hub separated from the device. The following information was provided by the initial reporter, translated from japanese to english: the customer reported about hub collar separation of eclipse (368607).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with bd vacutainer(r) eclipse" blood collection needle the hub separated from the device. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer reported about hub collar separation of eclipse (368607).